Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapler misfired. New device was used to complete the case. No patient injury.